Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested on 07/22/2008, 07/23/2008, 07/24/2008, 07/30/2008 and 08/05/2008 by phone, fax and mail. Additional information was received by phone and a completed questionnaire was received. A conference call was conducted with the reporting facility representative. Several different resources and studies regarding tass were discussed. The reporting facility representative indicated the facility had problems with tass a couple of years ago. Changes and precautions taken at the facility were discussed, including testing of autoclaves(s), distilled water used for instrument cleaning, vents, and all products used in the or, which were all normal. Handpieces were being flushed with 120 cc of distilled water. Cannulas and phaco tips are single use devices. However, the reporting surgeon insists on cleaning his diamond knives with a sponge and distilled water. The surgeon has refused to switch the disposable knives. A combination of both alcon ana amo products are used in the facility.

Event description:
A surgeon reports having patients that developed possible endophthalmitis or tass on their first postoperative day following intraocular lens (iol) implant surgery. This patient presented with hypopyon and severe vitrous inflammation of the left eye. A vitreous tap was performed and cultures taken that were ultimately negative. The patient was treated with medications and was followed with frequent office visits. In follow up, surgeon states that the outcome of the event was "good" and the prognosis is "excellent". This medical device report is for the first patient.